Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.¿¿

Event description:
It was reported that the ilet bionic pancreas displayed a persistent ¿38 ¿ insulin, consecutive stalled motor¿ alert despite multiple restarts, consistent with a mechanical problem; a replacement device was arranged and the patient was advised on shutdown and data sync, while continuing cgm use via dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.